Manufacturer narrative:
Per additional follow up, the customer reported that they have been storing the catheters in an area with ozone which is known to cause deterioration of the balloon latex, as indicated in a recent fca (B)(4) for these catheters. They are unable to provide an accurate lot number for the reported device or any additional information related to the complaint. Additionally, the customer states they do not return devices, so it is unavailable for evaluation.

Event description:
It was reported via medwatch (B)(4) that 11 fogarty catheters model 120404fp were opened in the operating room and every balloon was melted and in pieces prior to even attempting to inflate them. There was no allegation of patient injury. It is noted that the catheters came from lot 10024600, which does not appear to correlate to the reported model number. This is sample 7 of 11 reported.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.